Manufacturer narrative:
This supplemental report is being submitted to include the device evaluation findings and coding. It was previously reported that, "the manufacturer received information alleging that a trilogy ev300 device had a ventilator inoperative condition at turn on. There was no harm or injury reported. The device was not in patient use. Remote servicing was performed and determined that the system did not meet the specification for the performed service and was not returned to use. The customer requested a bench repair, so the device was returned for further testing." During the evaluation, the service technician observed a ventilator inoperative error code e155 (evt_mach_flow_drift_high) in the error log. This error indicated that the machine flow sensor drift above the specification (>0.2lpm). The printed circuit board assembly (pcba) and flow sensor were replaced to address the issue. In addition, the blower, oxygen blending module (obm), 3-way solenoid valve and pm kit were replaced. The device data identified an unrelated error codes: e084 (evt_o2_regulation), e086 (evt_low_o2_inlet_pressure), and e144 (evt_mcl_foc_shutdown). These error codes are consistent with normal device operation and expected use conditions and is not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device failed the following tests: fio2 test (energized pressure for outlet and proximal), setup test (reset motor calibration), user interface test (touch screen verification while blower is on), pneumatic test (pressure verification), and power test (power-fail verification alarm). After these repairs, the device successfully passed the final testing. The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h296867244690, did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging that a trilogy ev300 device had a ventilator inoperative condition at turn on. There was no harm or injury reported. The device was not in patient use. Remote servicing was performed and determined that the system did not meet the specification for the performed service and was not returned to use. The customer requested a bench repair, so the device will be returned for further testing. If any additional information is received, a follow-up report will be filed.